Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient started having sudden shaking on (B)(6). The caller didn't know how to use the patient programmer (pp), so troubleshooting was given which resulted in successful communication with the implant, which showed as on/ok. It was recommended that the patient follow up with their managing physician regarding if amplitude should be increased. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.